Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation. The allegation was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).